Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/asked but unavailable. The lens remains implanted. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information, however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a crack at the optic haptic junction during the surgery. The iol was fully inserted and implanted into the patient's operative eye. There was no delay in treatment or any medical or surgical interventions performed. It was unknown if there was patient injury. The patient's post-operative outcome was not available. The device is not available for return. No further information was provided.